Manufacturer narrative:
UDI # (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was not returned, therefore a direct product analysis could not be conducted.

Event description:
It was reported to gore that a patient underwent a vaginal hysterectomy, bilateral salpingectomy, cystocele repair, rectocele repair on (B)(6) 2017. It was reported that during the procedure using gore-tex® suture, the suture broke. Another capio suture was used to complete the procedure. It was reported that the patient tolerated the procedure.